Manufacturer narrative:
(B)(4). Customer complained the insulin pump has cosmetic damage. Insulin pump alarmed critical pump error after battery installation. Pump error was noted in the pump history download due to moisture damage to force sensor. Insulin pump successfully downloaded to thus and crest. Unable to perform selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test, active current measurement and sleep current measurement test due to critical pump error. Found moisture damage to motor assembly, pcb1 board and pcb 2 board during visual inspection. The following were noted during visual inspection: corroded electronic assemblies, corroded battery tube, corroded motor home switch, scratched case, pillowing keypad overlay, cracked battery tube threads and cracked case corner of the belt clip rails near the battery compartment. The p-cap/reservoir does lock properly. Insulin pump alarmed critical pump error after battery installation. Pump error was noted in the pump history download due to moisture damage to force sensor. Confirmed corroded battery tube, scratched case, pillowing keypad overlay, cracked battery tube threads and cracked case corner of the belt clip rails near the battery compartment. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that insulin pump had hardware damage. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.